Event description:
Rptr reports problem she is having with collagen. Whole face is now affected and antihistamines and antiobiotics are not helping. Doctor has again altered medication. Face is red and swollen and she is distraught and depressed at the way she now looks. Intends to pursue request for full reimbursement of expenses. Per rptr md followed the prescribed method of testing for allergic reactions. She had a test dose and waited two weeks - no reaction. She had a second test dose (according to protocol) and again - no reaction. Then proceeded to have the treatment on her face. The next day, the second test area on arm reddened and swelled and became infected. This required surgical lancing with a course of antibiotic treatment. Two days after that, a first test area also reddened and swelled.